Manufacturer narrative:
The device was returned to olympus and the evaluation found cut on video cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to failure to follow instructions. A device history record review revealed no issues that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: ¿ never clean, disinfect, or sterilize this equipment together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument. ¿ do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a cut in the video cable. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.